Event description:
Customer reported that ventilator went vent inop, in which the device stopped providing ventilatory support to the pt and alarmed. Customer reported the ventilator was in use at the time of the reported problem, and there was no pt harm.

Manufacturer narrative:
The respironics service technician was able to duplicate the reported problem. The service technician observed the original pt circuit was still attached to the ventilator and reported, there was a large amount of water in the expiratory limb. The service technician replaced the exhalation flow sensor. The service technician performed performance verification testing and all tests passed per operating specifications. The service technician reported there was an f&p 850 humidifier in use on the ventilator. Exhalation flow sensor.